Event description:
A 5-level acdf procedure was performed at c3-t1 disc spaces with implantation of interbody implants. At an unk interval following the procedure, the right superior screw was noted to have begun backing out. Review of the radiograph suggests subsidence has occurred at the c7-t1 disc space.

Manufacturer narrative:
(B)(4). Revision surgery has reportedly not occurred and no eval of the product has been performed. Root cause of the reported event is unk. Should the product be explanted and returned, investigation of the event will resume and any relevant info will be provided in a subsequent report. Review of labeling notes: "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or viseral injury."